Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between may 08, 2023 and may 09, 2023. H11: seven (7) actual devices and seven (7) photographs of the samples were provided for evaluation. The returned photographs were reviewed, and it was noted that there were small dark spots or particle(s) of foreign matter on the white valve connector and the spike housing of the products. The actual returned samples were visually inspected and it was noted that sample #1 had a dark particulate on the spike housing, sample #2 had a dark spot particulate on the white connector, sample #3 had a dark spot particulate on the white connector, sample #4 had a dark particulate on the spike housing, sample #5 had a dark particulate on the spike, sample #6 had a black spot on the white connector, and sample #7 had a dark spot particulate on the tubing. The reported condition was verified. The cause was determined to be related to manufacturing assembly and/or packaging process of supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter contamination was observed in seven (7) exactamix vented, micro-volume inlets. Two inlets had contamination that was described as, ¿spot on white connector and white part¿, two inlets had contamination that was described as, ¿spot on white connector¿, and three inlets had contaminated that was described as, ¿spot on white connector, white part and inside cap¿. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.